Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, this right ventricular (rv) lead showed an elevated threshold measurement from 0.7 volts (v) at 0.5 milliseconds (ms) to 2.1v at 1.0ms. A suspected lead dislodgement was reported and a device reprogramming was done. There has been no surgical intervention done yet until a chest x-ray will confirm lead dislodgement. To date, this rv lead remains in service. No adverse patient effects were reported.